Manufacturer narrative:
During quality investigation the complainant's complaint was duplicated. Further investigation revealed a faulty drive shaft and motor assembly. Preventive maintenance was conducted on the bearings and the faulty parts were replaced. The device was repaired and returned to the customer.

Event description:
A stryker core universal driver was sent in for repair because it was getting hot during a procedure. No adverse consequence was reported; the procedure was successfully completed with another device without any procedure delay.